Event description:
On (B)(6) 2009, pt reported the up and down button on his infusion device are not working and he cannot program a bolus. Pt stated he started noticing the issue on (B)(6) 2009. Pt reported the buttons still push in and pop out when pressed. He stated that the infusion device was dropped on tile 2 weeks ago. The infusion device does not appear cracked or damaged as a result. Tested both buttons; the up button would not respond and the down button responded but after several attempts. Pt stated he does not have a backup infusion device to use. Advised him to call his doctor for instructions on what to do until the replacement arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.